Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4). Implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
Information received from a patient's daughter regarding a patient who was receiving an unknown drug (non-narcotic) via an implantable infusion pump. The indication for use was noted as non-malignant pain and cervical radiculopathy. On 2015-08-04, it was reported that the patient's pump had been removed. The entire system was removed over a year ago (the exact date was unknown). It was reported that the patient experienced pain. No further information was provided except that with the new procedure (with another manufacturer device on (B)(6) 2015) the patient was going to have they would not require as much pain medication. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).